Event description:
Customer reported spo2 module loses connectivity to telepack, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of spo2 module. Unit safety tested to factory specifications.